Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an error message. Disk analysis was performed and it was found a shorted shock lead code had occurred along with several charge time exceeded codes. These faults result in end of life (eol) being triggered. It was reported the patient was scheduled for change out. The patient presented to the emergency room approximately a month later after falling. The implantable defibrillation lead was surgically abandoned and replaced. The device was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The was later returned, severed 169 millimeters (mm) from the terminal pin. Visual inspection found all conductors appeared to be severed, consistent with damage caused during the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--

Manufacturer narrative:
The lead was later returned. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.